Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, device manufacture date: additional, event problem and evaluation codes - additional.

Event description:
The receiver data log was reviewed on 02/18/2016. The complaint of a transmitter not pairing to the g5 mobile app was not confirmed. A root cause could not be determined. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that the transmitter was not found on the g5 mobile app on (B)(6) 2016. No additional event or patient information is available.